Event description:
It was reported that the patient experienced a perforation in the right ventricular (rv) apex. The rv lead exhibited high thresholds and no capture at maximum outputs. The lead was revised and repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.